Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the tip of the pk dissecting forceps instrument was noted to have been displaced. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's main tube was broken at the proximal clevis hub. A visible fragment, roughly .056 x .053 in size was noted missing. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.